Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to high capture thresholds and loss of capture at times. Patient had a couple hard falls on her left side. No adverse patient events were reported. Should additional information become available, this file will be updated.